Event description:
It was reported that this patient's communicator recorded a red call doctor icon which indicates a potential change in the patient's implantable pulse generator (pacemaker), that was not transmitted. Further information was received, latitude system was reviewed and the patient's communicator has not been connected for more than 5 months. There is no knowledge of this situation. Per medical records, the patient's device has not been replaced, there is no information if any interventions have taken place. This patient's pacemaker remains in service and no adverse patient effects were reported.